Event description:
Manufacturer ref# 3008452825-2022-00460. During the supraventricular tachycardia procedure, noise was noted on the catheter which caused a delay. The connecting cable, pin block and catheter were exchanged, with no resolution. The catheter was exchanged again and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. Electrodes 1-18 met specifications for acceptable resistance values with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported noise and subsequent delay remains unknown.